Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during cuff pre-test the cuff could not be deflated. The customer reported that there was no patient involvement.